Manufacturer narrative:
Result: cpu and lift motor coupler.

Event description:
It was reported that all buttons on the bed caused the head lift motor to raise. It was additionally discovered during the investigation that the unit is stuck in high position and cannot be lowered.